Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that in-stent restenosis occurred. An eluvia stent was implanted previously implanted in the superficial femoral artery (sfa) two years ago. The restenosis was due to intima and calcification, and was confirmed one month prior to the procedure. The 95% in-stent restenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.